Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd vacutainer sst blood collection tubes had non-cosmetic molding defects, but were still usable. The following information was provided by the initial reporter: "teacher (B)(6) of the anti-epidemic group found that the mouth of 6 yellow tubes were damaged when sorting the specimens, and there was a risk of instrument probe collision".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged tubes with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most probable root cause of the damaged tube provided by quality is buildup on the injection molding line and the turning motion of a conveyor belt could possibly cause the lipout defect with an incomplete line clearance after the jam. H3 other text : see h.10.

Event description:
It was reported that 6 bd vacutainer® sst¿ blood collection tubes had non-cosmetic molding defects, but were still usable. The following information was provided by the initial reporter: "teacher (B)(6) of the anti-epidemic group found that the mouth of 6 yellow tubes were damaged when sorting the specimens, and there was a risk of instrument probe collision."